Event description:
It was reported that the patient presented to the emergency room with the pulse generator unable to be interrogated. Magnet placement over the device showed no change in the patient's heart rate and no pacing was noted on surface electrocardiograms. Premature battery depletion was suspected. The device was explanted and replaced. Further information was requested but not received.

Event description:
New information received notes that the patient presented to the emergency room for a syncopal episode. The patient was stable post-procedure.

Manufacturer narrative:
The reported events of no pacing, failure to interrogate, and premature discharge of battery were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found depleted. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, depleting the battery prematurely. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.